Event description:
Exposure of reconstruction lt. Breast implant. Surgery necessary for correction procedure. 3rd stage lt. Breast reconstruction with latissimus dorsi myocutaneous flap and replacement of reconstructive implant, which ruptured.